Event description:
Please see importer report #: (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral battery at the resmed design house located in (B)(4). The reported system fault 180 was confirmed through review of the device data logs. The investigation determined that the system fault was due to an isolated component failure within the battery assembly. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by resmed (B)(4). The device was returned to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).